Event description:
It was reported that patient underwent ligament fixation procedure on (B)(6), 2010. During the procedure, it was noted that the ziploop length of the component was too long. It was able to be used to complete the procedure and no delay to the procedure or injury to the patient was reported. No further information has been provided to date.

Manufacturer narrative:
(B)(4).